Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that they noticed a burning smell and smoke coming from the label printer of a dimension vista 500 system. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and replaced the label printer and tested printing labels successfully. Siemens further evaluated the event and concluded that the probable cause of the issue was inconclusive. However, siemens suspected that the event may have occurred due to a loss of connection between the power cord plug and printer, or it could be attributed to printer aging. The instrument is performing according to specification. No further evaluation of this device is required.

Event description:
The customer reported that they noticed a burning smell and smoke coming from the label printer of a dimension vista 500 system. There were no visible flames or sparks associated with this event. There was no injury to the user due to the event. There are no known reports of adverse health consequences due to the event.